Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: one actual sample was received for evaluation. A visual inspection with the naked eye observed the white twist sleeve was separated from the light blue mainbody due to a broken occluder foot beneath the white twist sleeve. The broken occluder foot will allow the twist clamp to separate from the mainbody. Functional tests including leak, clear passage, and clamp function tests were performed. An internal leak through the closed twist clamp was observed due to the broken occluder foot. No external leak was observed. The reported condition was verified. The cause of the condition could not be determined, however, a potential cause could be if the device was exposed to foreign solvents, dyes, or cleaning agents that damage the transfer set or if the twist sleeve was over torqued during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life transfer set separated. This was described as the patient connected to the dialysis solution and then wanted to open their catheter with the roller clamp, but ¿the roller clamp then over-tightened and slid backwards along the tube¿. This occurred during set-up for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.